Manufacturer narrative:
As reported, the white tube tip of a 5f mynx control vascular closure device (vcd) was damaged and the sealant was exposed. There was no reported patient injury. The doctor tried to use the device for hemostasis after a transfemoral catheter angiography (tfca) procedure. Additional procedural details were requested but are unknown. The device was returned for analysis. A non-sterile 5f mynx control vascular closure device was returned for the investigation. Per visual analysis, button1 and button 2 remained in the manufacturing position. The sealant sleeves were split open, crinkled, and the sealant was exposed to the blood. The procedural sheath and the syringe were not returned for investigation. Per dimensional analysis, the catheter working length was found to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the sealant sleeves were split open and crinkled, and the sealant was exposed to blood and swollen. Since, the procedural sheath was not returned, a physical evaluation of any damages on it that may have affected the reported event could not be made. Per functional analysis, resistance was felt while depressing button 1 due to the swollen sealant adhering to the device. The sealant was removed from the device to perform a simulated deployment test. The device was prepped with saline, the balloon was inflated, lines were aligned in the tension indicator, button 1 was depressed with clock sign visible in the tension indicator, and button 2 was depressed to retract the balloon. The returned device performed as intended as per the mynx instructions for use. A product history record (phr) review of lot f2110301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature in patient¿ and ¿damaged¿ was confirmed during analysis of the returned device. The exact cause of the event could not be conclusively be determined. Procedural factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f2110301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the white tube tip of a 5f mynx control vascular closure device (vcd) was damaged and the sealant was exposed. There was no reported patient injury. The doctor tried to use the device for hemostasis after a transfemoral catheter angiography (tfca) procedure. The device will be returned for evaluation.